Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. The device history record was reviewed and no issues were found. The sample was not returned for evaluation. A supplier corrective action report was opened to further investigate this issue. In the meantime, all information received will be used for further tracking and trending purposes.

Event description:
The customer reported that after the diet was completed, over time the nurse came to change the patient's diaper and when she took off the blanket she noticed that the feeding tube was leaking. The nurse immediately removed the probe as the balloon was already inflatable and did a test to inflate the balloon to see what had happened when it was inflated. It was clear that the probe was leaking. Additional information received on (B)(6)2024 stated that the tube itself was leaking formula. The balloon was not leaking.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.